Event description:
A wire collet was sent for eval because it produced sparks during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.